Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 57.8 cm. The inner coil at the connector region was over torqued. The over torqued portion was removed during destructive analysis, and the helix was able to be retract and extend normally. The over torqued damage was consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the right ventricular lead exhibited failure to extend the helix. After several attempts, the physician elected to use another lead and the procedure was completed without further incident. The patient was in stable condition.